Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention may be taken to address the issue.